Event description:
It was reported by (B)(6), an onkos distributor, that a 43-year-old female patient with an eleos distal femur replacement underwent a revision due to loosening of the eleos cemented segmental stem that was inserted into the femur without the use of bone cement. The reported information also indicated that the eleos tibial baseplate was also inserted without bone cement and the surgeon suspected that the patient had a peri-operative infection.

Manufacturer narrative:
Based on the review of device history records, the investigation concluded that the root cause of the reported loosening and perioperative joint infection was not related to the design, manufacture, and/or sterilization of the revised eleos devices. Based on the reported information, the most probable root cause of the femoral cemented segmental stem loosening is the failure to use bone cement to fixate the device as detailed in the instructions for use.